Event description:
It was reported that device presented a no disposable alarm. Also reported volume and rate as: res vol is 238.0 ml, rate is 2.6 ml/hr, given is 12.0 ml. Bubbles were observed. No patient injury was reported.

Manufacturer narrative:
A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.